Manufacturer narrative:
A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2012 and performed to specification up to the (B)(6) 2015 the sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. A visual inspection of the device revealed no apparent defects. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2012 and performed to specification up to the (B)(6) 2015 the measurements taken during the investigation, including an excess current drain, would confirm a failing membrane. A leakage was measured between track 13 and track 10, this was due to corrosion observed within the membrane on the crossover point between the tracks. This had likely resulted in the device switching itself on automatically, as per the reported fault, and would account for the ten-minute manual timeouts recorded in the history log. A further leakage was measured between track 5 and track 10, and had resulted in the status indicator flashing dimly.

Event description:
Device switches on automatically. No patient involved.

Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switches on automatically. No patient involved.